Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's misunderstanding of erratic results. This report was previously submitted to FDA on 12/4/2015, but had the incorrect MFR report # on top right corner of page 1 (1052693-2015-1331849 instead of 1052693-2015-02373).

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 75-150mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 410mg/dl and 378mg/dl fasting. Reviewed meter memory: 1:410mg/dl (B)(6) 2015 10:10:00 am fasting:yes. 2:439mg/dl (B)(6) 2015 10:05:00 am fasting:yes. 3:383mg/dl (B)(6) 2015 10:00:00 am fasting:yes. 4:205mg/dl (B)(6) 2015 10:15:00 am fasting:yes. 5:230mg/dl (B)(6) 2015 10:00:00 am fasting:yes. Memory concerns:410, 439, 383 mg/dl. Customer complaining her meter produced erratic result when running back-to-back blood tests this morning, as she received results of 383mg/dl then 439mg/dl then 410mg/dl within ten minutes of testing eachother. Customer states her physician recently ordered her to stop taking her diabetes medication as her levels have been getting better.